Event description:
Attempted to start a IV on patient in labor three times and on the third attempt noticed that the needle would not advance and had to be forced (more than normal to go in). I backed off and tried again. Upon further examination, I saw that there was a plastic hook, edge, or bump of plastic on the end of the plastic catheter sheath. This was causing it not to be able to advance and could likely come loose inside of a patient if it were to fall off. Yes, I loosened the catheter from the needle before inserting like usual. After I spotted that I wondered if that was what had happened with the other two attempts. Though they did go into the skin, neither of them worked out and blew. The patient had easily visible veins, so this normally wouldn't be considered a hard stick. Some nurses were talking about how they thought the needles a little while back were "dull", maybe this is why. The next nurse attempted two more times and got the second one. We inspected the needle tips carefully with each of those and didn't see any abnormality. I saved the packages of the four 18 gauge needles we tried. I am not sure which two are the "bad ones". I also saved the needle and catheter tip from my third attempt that I noticed had the "hook" on it. Of course, it too is a dirty needle hanging around.